Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494 - indication for use.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after an interventional procedure with an 18f sheath. Reportedly, the suture was pulled out more than usual during step 3 and a cuff miss was identified. It was also noted that the proximal side of the foot was separated. The separated foot possibly remains in the patient. An additional prostyle device was used to achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported needle to cuff miss and foot separation were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The pre-close technique was not used when closing with a sheath greater than 8f. It should be noted that the electronic prostyle instructions for use (IFU) states: for access sites in the common femoral artery using 5f to 21f sheaths. For arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. Based on the reported information and the observations from the returned analysis, the reported difficulties appear to be related to the operational context of the procedure. Femoral imaging results noted calcification was present at the access site. It is likely that a needle deflection occurred during plunger deployment due to interaction with calcified patient anatomy causing the posterior needle to miss the cuff. Additionally, device interaction with patient anatomy (calcified femoral vessel, human tissue) or foot not fully retracted prior to attempted removal from femoral vessel or the foot in the access site, may have contributed to the reported foot separation. The separated foot possibly remains in the patient. This patient effect is a known potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.